Event description:
The pt stated that she observed "77" and "3.00" displayed on her infusion device, which could not be cleared. She stated that her power pack had been in use for 3 weeks. During troubleshooting with a company rep, it was determined that she had been using a power pack affected by the recall. She acknowledged awareness of the power pack recall. She was advised to changed her power pack and she agreed to do so in a follow up to the troubleshooting call. She stated that she had not received corrected power packs. However, company records show previous delivery of corrected power packs to her residence. She was advised dispose of all available power packs affected by the recall once corrected power packs were received. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.